Event description:
On 3/21/2024, an FDA medwatch notification was received via email. A facility nurse reported that an ar-300-b101 burr tip broke off inside the patient's foot during the procedure. No injury to the patient occurred, and all the pieces of the burr were removed. This was discovered during a procedure on (B)(6) 2024.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Mw5152341.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misaligned insertion; prying/leveraging the device during insertion.